Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and no delivery alarm. Customer stated that drive support cap was normal. Customer stated that event were resolved by changing reservoir. Customer states pump was not exposed to a high magnetic field. Customer was able to rewind the pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.